Manufacturer narrative:
Investigation is ongoing.

Event description:
After a successful transfemoral procedure with a 29mm sapien 3 valve, upon removal of a 16fr esheath, the seam was split along the length of the sheath and bleeding was noted requiring intervention. As reported, a 16fr dilator was used to dilate the vessel, advancement of a 16 fr esheath smoothly in the right common femoral (rcf) artery into the distal aorta was performed. The valve was advanced through the sheath and deployed without incident. As the sheath was being removed for closure the seam was split along the length of the sheath and blood loss of approximately 4 units was noted. An occlusion balloon was advanced from the lcf access and placed in the rei to stop flow distal into the right leg. The sheath was completely removed and the perclose sutures were tightened for successful closure. Approximately 4 units of blood was given to the patient prior to the end of the procedure. The patient was stable at the end of the procedure. Per report, the perceived cause was calcium in the rcf artery. The patient's access vessel minimum luminal diameter (mld) was measured at 6.7mm. The vessel was noted to be mildly calcified and mildly tortuous.

Manufacturer narrative:
The expandable sheath was returned for evaluation and the complaint for liner torn was confirmed. During visual inspection the following was noted: the liner was torn approximately 10 inches along the distal section of the sheath shaft. Scratches on the distal half of the sheath shaft were discovered. The distal end of the strain relief was folded with a kink found on the proximal portion of the shaft (within length of strain relief). The entire sheath was slightly curved. No other visual abnormalities were observed. No functional testing could be performed due to the condition of the returned device (sheath shaft was fully expanded and liner torn). Dimensional testing was performed on one side of the liner and the liner thickness measurement met specifications. The manufacturing process for the esheath includes 100% inspections. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. The complaint regarding liner tear was confirmed. A liner tear was present along the sheath shaft. However, no manufacturing non-conformities could be identified as dimensional inspection of the sheath shaft liner was within specification. Past complaints have suggested that patient or procedural factors may have been factors for inducing liner tears. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. It should be noted that as reported that the patient had mild calcification of the access vessel and minor scratches were found on the sheath shaft, indicating presence of calcification. Sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear. In this case, per report the perceived cause was likely due to the calcium burden within the right common femoral artery (rcf) artery. No manufacturing non-conformities or IFU/training inadequacies were identified. Available information suggests that patient factors contributed to the event. Review of complaint history for (B)(6) 2016 did not reveal that the occurrence rate exceeded the control limit for these failure modes. Therefore, no corrective or preventative actions are required.